Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's boluses were not being delivered. Tandem technical support (cts) reviewed the pump history and found that the bolus deliveries were being stopped; no alarms that would suspend insulin were identified in pump history. However, contact alleged that the bolus deliveries were not being stopped manually by the user. Although requested, a review of the pump data by cts was declined by the contact. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.